Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 99% sensed target lesion was located in the moderately tortuous common femoral artery. A sterling, mr, 4.0 x 20/135 balloon catheter was selected and advanced to treat the target lesion. The balloon was inflated once to 6 atms. On the 2nd inflation attempt, the balloon ruptured at 6 atms. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.